Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a system error 322. Service evaluation verified system error 322 through a review of the event history log. The cause was identified to be that the lower link switch was intermittent. The lower auxiliary assembly was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device displayed a system error 322 (link switch error (low)). There was no patient involvement. No additional information is available.